Event description:
The complaint request was received 15 months later after the case took place. The case started at the top t8, down to t12, pt's left side then right side. After screws were placed, the patient had a massive intra-op spinal hematoma and lost motor function. No issues with xvs during the case. The patient is still paralyzed and has gained some function back. The investigation process included analyzing the software logs of the workstation and headsets. The surgeon wanted to use the perc pin only, without making a midline incision for the sp clamp, although it's only approved up to t10, and using it up to t8 is off-label, and to do landmarks check before instrumenting. Screws were instrumented. The surgeon confirmed screw placement with c-arm fluoro shots. He stated all screws were in optimal positions. Since all ten screws were verified to be placed accurately, the likelihood that an inaccurate virtual display occurred in one level using one of the tools while all other virtual displays of the other tools were accurate is extremely low. Therefore, the likelihood that this event is related to system malfunction is low. Due to a lack of available information root cause cannot be established.